Event description:
A report was received that the pt was explanted due to an infection that started at the lead site with a seroma and then spread to the pocket site. Pt was given antibiotics and no culture was taken. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded at the hospital.